Manufacturer narrative:
This MDR should be considered cancelled. It was determined that this was a sample preparation issue.

Event description:
It was reported while testing for sars cov-2 false positive results were obtained and contamination was observed by the laboratory personnel. The customer stated results were not reported out so there was no report of patient impact. Eua #: (B)(4) the following information was provided by the initial reporter: " problem: reported by mas, ek: customer reports discrepant results (possible fp) with bd max sars cov2." Run#501 24 positive; run#502 qc neg failed.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while testing for sars cov-2 false positive results were obtained and contamination was observed by the laboratory personnel. The customer stated results were not reported out so there was no report of patient impact. Eua #: eua(B)(4). The following information was provided by the initial reporter: problem: reported by mas, ek: customer reports discrepant results (possible fp) with bd max sars cov2." Run#501 24 positive; run#502 qc neg failed.